Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint. And completed the device evaluation. Failure analysis confirmed, the customer reported complaint not holding clip. Failure analysis found, the primary failure of failed clip test to be related to the customer reported complaint. The instrument was found to have failed the clip test. The clip was unable to be loaded onto the grip tips. Failure analysis found, the secondary failure of derailed grip cable to be related to the customer reported complaint. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip tips were unable to open and close properly, preventing the installation of the clips. After a few attempts to open and close the grip tips, it was observed, that the derailed grip cable returned to its normal position on the idler pulley. The grip-clip test was performed and passed multiple times. No grip misalignment was observed.

Event description:
It was reported, that prior to the start of a da vinci-assisted surgical procedure. That the large hem-o-lok clip applier instrument would not hold the clip. No additional information was provided. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the procedure was completed with a back-up instrument with no reported injury to the patient.